Event description:
Ems personnel attended to a person diagnosed in cardiac arrest. When the operator attempted to use the device, it allegedly failed to turn on. A backup AED was immediately available and used. No shocks were advised. An als crew subsequently arrived and took over care of the patient. The patient's outcome was not known.